Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer has experienced hyperglycemia in the 200-300 mg/dl range for the past 4 days, and he believes the insulin delivery of the infusion device is inaccurate. His blood glucose was 239 mg/dl on the morning of the report, and he felt weak. He was unable to correct hyperglycemia by bolusing via the infusion device. He delivered a 4 unit insulin injection, and his blood glucose returned to his normal range (120-140 mg/dl). The pump, cartridge, and adapter were requested for evaluation. The infusion set was discarded and will not be returned.